Manufacturer narrative:
The complainant confirmed the cot was inspected and function tested successfully and the cot is remaining in service. No evaluation was requested.

Event description:
It was reported while unloading a patient from the ambulance, one of the operators released the safety latch before realizing the legs of the cot were not on the ground and the cot dropped to the ground, approximately 3 ft. The patient did not appear to be injured; however, the patient did complain of a worsening headache. This information was relayed to the medical staff at the hospital; however, further treatment of the patient is unknown. The complainant reported the cot did not appear to be damaged and it was function tested successfully.